Event description:
It was reported to our distributor that there was a fissure on the slide tube support. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Fissure on slide tube support.